Event description:
The patient contacted animas on (B)(6) 2011 to report elevated blood glucose (bg) readings. The patient reported that on the morning of (B)(6) 2011 he awoke to a bg of 490 mg/dl with symptoms of nausea, vomiting, chest pain and shortness of breath. The patient claimed he gave a correction bolus; however, when he rechecked his bg 20 minutes later it was over 500 mg/dl. The patient was taken to the ER where his blood glucose was 543 mg/dl. The patient claimed he was treated with IV drip for "early dka" and was given a baby aspirin and nitroglycerine in response to the chest pain. The patient mentioned that an EKG was completed at the time of the ER visit and the result came back normal. The patient reported he was diagnosed with "early dka with dehydration" and was released from the ER approximately 6 hours after his arrival with bg of 243 mg/dl. The patient confirmed he was not admitted into the hospital. At the time of troubleshooting, the patient reported that when he returned home from the ER, he changed out his site and confirmed the cannula was not bent. The patient confirmed the insulin that was in use was within its expiration date; however, reported he stores the insulin in the refrigerator. Review of pump history revealed a low cartridge warning on the morning of (B)(6) 2011. Review of pump history also revealed a couple of call service alarms on (B)(6) 2011 and an occlusion alarm on that same evening. The patient reported that the tubing was blocked when he received those alarms on (B)(6) 2011 and changed the site and tubing in response to alarms. At the time of the call, the patient confirmed basal program and advanced features were set correctly. This complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was found to boot up normally to the verify screen with the appropriate auditory and vibratory alarms. There are no alarms noted related to the complaint in the pump alarm history. The pump was used after the original complaint date and all data was overwritten in the black box history. The "ezprime" operation was performed and no issues were found. 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no delivery defects found during investigation. Unrelated to the complaint, a review of the black box history confirmed that the time and date defaulted to factory settings after a pump reboot. The pump was opened and the internal battery was found to be leaking. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.